Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade iii . Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.4, b.6, d.1, d.2a, d.2b, d.4, h.6.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade iii. Device has been explanted and replaced.